Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hdd (hard disk drive). After replacement of the flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. No harm was reported to philips. A philips service engineer inspected the system on site. It was identified that flexvision pc and hard disk drive were failing. The flexvision pc and hard disk drive have been replaced and the system was returned to use in good working order.